Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant on (B)(6) 2021 the right ventricular (rv) lead was positioned unto the heart's septum but r waves were attenuated and undersensed and the lead was repositioned into the cardiac apex with satisfactory values. The patient was stable. The patient was subsequently investigated for a rv lead perforation and underwent a procedure to re-position the lead on (B)(6) 2021 to a different area. Lead parameters were stable. The lead remained implanted. The patient was stable before, during, and after surgery and recovering.